Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The area was prepared with soap and water before placing the sensor on the body. On (B)(6) 2024, the pediatric patient experienced a skin reaction with inflammation, drainage, lump, pus and infection on the needle puncture site. The reaction was treated with a prescription of oral antibiotic flucloxacillin. At the time of the report the lump was almost not visible. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).